Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while. Concomitant product: 5076-52 lead, implanted: (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance on the rv coil. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.